Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor expiration alert occurred prematurely. There was no reported adverse impact. Reportedly, sensor was not replaced due to customer accidentally stopping sensor session.